Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, a thin piece of plastic broke off with the specimen and it was caught in the bag on retrieval.